Event description:
I had the obtryx-halo tvt placed to assist with sui after being told by my ob-gyn that it was a, "great, new, and successful procedure" and "he was going to fix me up." I was given the risk of the procedure but never was I given any risk of the device or implant! After having the implant placed, I could feel something sticking in me, upon returning to my doctor he stated that it was probably an undissolved stitch and removed it vaginally during a physical exam in his office. Since the surgery, I have had severe pain during intercourse associated with cramping and bleeding; this is unusual since I previously have had a hysterectomy. Recently, I have had severe pain in lower right abdomen, inside vaginal area, outside vaginal area, above pubic bone, and sharp pain that migrates down my right inner thigh. I have also experienced an enormous amount of pressure that can only be described as that of a woman during childbirth that feels as she is ready to push the baby out. It is so painful that I cannot sit on hard surfaces and am ready to have the mesh removed. After having so many issues, I requested my medical report from the hospital where I had the procedure performed at and found out that the doctor had to use two tvt because the first one broke during procedure and I was never told!!